Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedance greater than 2000 ohms. This device was explanted due to elective replacement. Additional information states that the source of impedance was not determined and no oversensing was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device passed labeled longevity calculations and all testing throughout analysis. Also, it was verified that the device header was not loose and that all seal plugs were intact. Field observation was consistent with some kind of lead issue, the right atrial (ra) lead in question was capped and abandoned but not returned for analysis. The device was found to meet the specifications for normal battery depletion and normal device operation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.